Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. The customer consumed water and changed the pump supplies to address the bg level and address the issue. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.